Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. Test sc1-cap locks properly into the reservoir compartment. No unexpected pump error 23 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 23 alarms on the event date of 03/31/2026 at 00:58:23.000 in the pump history files and traces. Pump alarmed a pump error 15 alarm on the event date of 03/31/2026 at 00:55:09.000 due to a possible software anomaly. Found 3 relevant failed battery test alarms in the pump history files and traces on the event date of 03/31/2026 at 00:55:12.000, 00:56:34.000, and 00:56:53.000. Battery cycle 2.0 received the lowbatteryalert (104) on 03/24/2026 19:07:00 after more than 7 days at 19.16 days. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 23 was confirmed in the pump history files and traces as a consequence of pump error 15. Pump error 15 was confirmed in the pump history files and traces due to a software anomaly. Failed battery test was not confirmed during testing. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert fault 104 in pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received battery failed alarm, replace battery now alarm, and pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries and restarting pump. Replace battery now alarm without receiving a low battery warning first. This was the first occurrence. Battery cap is not damaged and battery was not used in another device first. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for more than 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.